Event description:
Note: this is one of three device complaints that occurred while treating the same pt. Reference manufacturer report #s 3005099803-2009-05781 and 3005099803-2009-05784 for the associated device info. It was reported to boston scientific corporation that the first resolution clip device was used in the colon during a digestive endoscopy procedure performed on (B)(6) 2009. During the night, the pt bled. As a precautionary measure, a second and third resolution clip device was used during a colonoscopy for hemostasis procedure on (B)(6) 2009. According to the complainant, during the procedure on (B)(6) 2009, the first clip would not open. During a procedure performed the following day, a second and third clip were used. Both of these clips fell off from the catheter as soon as they exited the sheath. The procedure was completed by using a fourth resolution clip device. The pt's condition at the conclusion of the procedures was reported to be fine.

Manufacturer narrative:
(B)(4) - would not open. According to the complainant, the suspect device was retained and is not available for return to manufacturer. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).